Event description:
It was reported that the patient had diaphragmatic stimulation within three weeks after implant. The stimulation occurred intermittently while the patient was sitting in a "lazy-boy." Reprogramming of the left ventricular lead settings was conducted and the lead remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.